Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A stain entered inside the lens through the gap, the scope connector water mouthpiece was loose, the bending section cover was chipped, the connecting tube had a wrinkle 10mm from glue, the switch box unit had dents and the acoustic lens was damaged and it was recommended to replace. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, looseness of the auxiliary water inlet on the evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the customer returned device, it was observed a gap of adhesive on the distal end. This report is being submitted for the gap of adhesive on the distal end found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive on the distal end likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.